Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A field service engineer confirmed that the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that pyxis medstation es system drawer was unable to recover, and the device was not detected on the bus. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.